Event description:
"The patient had undergone modified radical mastectomy. In order to perform postoperative chemotherapy, establish venous access and avoid the use of peripheral venous infusion until extravasation of chemotherapeutic drugs, right internal jugular vein access port implantation was performed on (B)(6) 2024, and postoperative chemotherapy was performed on (B)(6) 2024. The internal jugular vein access port could be infused, but the patency was poor. The patient could successfully infuse the infusion in a specific position. Compared with the previous use of another specification and model of the access port, the soft texture of the access port catheter led to fracture, resulting in that the patient needed another surgery to adjust the access line before the use and infusion."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file, number 37023872 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on this batch released in march 2024. Summary of investigation: no sample, no picture and no completed form were transmitted for investigation. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: without the complaint sample for investigation, it is not possible to conclude on the exact root cause of this catheter rupture occurred one day after implantation. Conclusion: the complaint is not confirmed as no sample was returned and no better-quality x-ray picture were available for evaluation. However, it is worth noting that: no other similar complaint was received on this batch. The examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access port and IFU already gives recommendations to avoid such event: this is a rare incident. No actions plan is foreseen at this time.